Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A photo was provided. From the photo, we could not confirm the fracture timing and fracture shape of the flap. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic biliary drainage, the subject device was used. When the user tried to exchange the device for a new one, the flap on the duodenum side was broken off and it was difficult to replace. The fragment was not retrieved. The intended procedure was completed. There was no patient injury reported.